Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 2 previously reported events are included in this follow-up record. Product return status 2 devices were received. Event confirmation status 2 reported events were not confirmed. Evaluation results 2 devices had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 device investigation types have not yet been determined. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 2 events were originally reported for this failure mode during the reporting quarter. 3 events should have been reported; 1 event was inadvertently excluded. - 3 reported events are included in this follow-up record. Product return status 3 devices were received. Event confirmation status 1 reported event was confirmed. 2 reported events were not confirmed. Evaluation results 1 device was found to be affected by a missing link with fins. 2 devices had no problem found.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a component detach. 3 events had no patient involvement; no patient impact.